Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced difficulty breathing, pericardial effusion and perforation. It was further reported the right atrial (ra) lead had dislodged. Pericardiocentesis was performed, and a volume of blood was removed. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It also was noted the patient was in atrial flutter during the implant procedure and during the revision procedure.